Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. The returned device was tested using test scopes and no operational problems were noted. However, the evaluation found a worn connector (air joint unit). Additional evaluation findings were corrosion on bottom chassis, corrosion on front panel chassis, corrosion on rear panel, corrosion on rear foot, corrosion on top cover, corrosion on lamp door. Crack on main housing power switch, front panel mouth damaged, worn socket slider switch causing intermittent use of high intensity mode, a non-olympus lamp with life meter reading over 500+hours and missing lamp bolt and washer. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that water leaked from the output connector when the power was "pressed." The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of water continuously leaking from the connection when the power supply is pressed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.